Event description:
Customer reported discordant hemoglobin a1c (hba1c) results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
The cause for the discordant hemoglobin a1c(hba1c) result is unknown.

Manufacturer narrative:
The initial MDR 1217157-2014-00037 was filed with FDA on march 17, 2014. Additional information: customer indicated that they believe its an operator error and was contacting siemens to get additional information about what could cause this issue. Customer called back on 12 march 2014 and stated that the instrument is reporting as expected and they do not require any further contact.